Manufacturer narrative:
Concomitant medical products: patient medication - simvastatin, ferrous sulfate, ascorbic acid, midodrine, metformin, finasteride, aspirin, and omeprazole. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses ((B)(4) and (B)(4)). On (B)(6) 2014, a CT angiogram showed that the aneurysm had grown 2mm and now measures 9cm. A lumbar type ii endoleak was identified. On (B)(6) 2014, the patient was seen emergently for respiratory distress. A CT of the abdomen and pelvis revealed the aneurysm size to be 9.6cm. On (B)(6) 2014, the patient presented to the hospital with abdominal pain and a pulsatile abdomen. Imaging revealed an unspecified endoleak. On (B)(6) 2014, angiography was taken, no signs of endoleak were reported. Following angiography the physician chose to reintervene and implant a proximal aortic extender. The patient tolerated the procedure.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses (pxt281418/05188318 and pxc141200/05156051). The patient was lost to follow up until approximately (B)(6) 2012, a type ii endoleak was discovered. On an unknown date, the patient underwent transfemoral angiogram and a coil embolization of one of the right lumbar branches. A follow up appointment on (B)(6) 2014 identified the type ii endoleak persisted. CT angiogram showed that the aneurysm had grown 2mm and now measures 9cm. On (B)(6) 2014 the patient was seen emergently for respiratory distress. A CT of the abdomen and pelvis revealed the aneurysm size to be 9.6 cm. On (B)(6) 2014, the patient presented to the hospital with abdominal pain and a pulsatile abdomen. Imaging revealed an unspecified endoleak. On (B)(6) 2014 angiography was taken, no signs of endoleak were reported. Following angiography the physician chose to re-intervene and implant a proximal aortic extender. The patient tolerated the procedure.